Event description:
Right rupture. A 51 yr old white g2p2o2 female status post subglandular 220cc dow corning gels 3-29-83. 1988 had a right upper outer quadrant mass which was a granuloma on biopsy. Right was replaced 4-10-89 with surgitek 220cc gel. "Local systemic" complaints 2-17-93. MRI right granuloma 4-22-93. Ruptured left implant with moderate cloudy/yellow. Non-smoker.